Event description:
I purchased and received allergan natrelle textured breast implants model 168 in 2013. Ever since I had these implanted I've had all kinds of issues with my immune system, gut, brain health, hormonal imbalances, joint pain, hair loss, chronic fatigue, breast pain. The right side has also "popped" and completely deflated spontaneously with no action on my part to make this happen; making me very ill. The symptoms I've been living with pushing through since I got these has now increased significantly after the release of the saline into my body. A day after I noticed loss in volume, I started having vomiting fits where I could not keep anything down for more than 24 hours and that has been going in waves continually. FDA safety report ID# (B)(4).